Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 20/oct/2017. Inspection of the device was performed on 23/oct/2017 where the quality control inspector found the following: ultrasound transducer rubber cover chipped off, applied 5 minutes leak test-pass, insertion tube buckles under the root brace, distal body chip at channel opening at thinnest part, segment screw disconnect at insertion tube, ultrasound image no scan line, passed dry leak test, customer complaint confirmed, suction arm loose, fluid invasion not observed in pve connector, fluid invasion not observed in control body, ultrasound warning label cut, sn637 not applied. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 28/nov/2017. Parts replaced: bending rubber, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).